Event description:
It was initially reported that the physician placed 2 iceforce needles in a patient for a renal tumor. After sticking the needles during hydrodissection and biopsy, the clinical specialist turned both needles on fast thaw to warm them up to advance both before beginning the treatment freezes. Upon selecting fast thaw, the patient began having back spasms / muscle twitching from the needles. Clinical specialist tried trouble shooting, and isolating each needle to see if they could determine which needle was causing this, but neither needle created this when turned on individually. They proceeded with the treatment freeze and there was no muscle twitching during freeze. After the first 10 min freeze cycle, they noticed that one of the needles was not creating ice as expected, while the other needle was. Clinical specialist told the physician that they should put a third needle in alongside the seemingly defective needle, leave the defective needle idle for the remainder of the case, and continue with the first and third needle, which is what they did. After two additional treatment freeze/ thaw cycles (passive thaw was used), they went to track ablate. During track ablation, clinical specialist track ablated the two needles they used for treatment with no issue, and left the third off to thaw passively until removal. Additional information was reported by the clinical specialist that during removal of the needles, the needle associated with the muscle spasm was identified; however it was disposed of by the customer. Further information was reported on 04jun2020 to the clinical specialist by the doctor that this patient was admitted to the hospital for a bowel perforation. The procedure was performed on (B)(6) and this patient did not exhibit any symptoms of a bowel perforation until around on (B)(6). At this time, the physician is unsure of the cause or the relationship to the cryoablation procedure. The doctor was considering a partial bowel resection for this patient. Additionally, the physician reported a possible infection to the ablated area of the kidney. This MDR is being submitted for the reported bowel perforation and suspected kidney infection. Refer to MDR 2134265-2020-07344 for the needle associated with the muscle spasm in this event.

Manufacturer narrative:
The device was returned for engineering analysis. As per the investigation report, the device met specification for both freezing properties and electrical testing; therefore no device problem was found for the reported event of insufficient ice. Upon disassembly of the needle, the resistance wire insulation layer on the heater was damaged during the vendor assembly process and may be related to the initial muscle spasm reported during the event. The cause of the bowel perforation reported after the procedure cannot be determined by analysis and remains unknown.

Event description:
It was initially reported that the physician placed 2 iceforce needles in a patient for a renal tumor. After sticking the needles during hydrodissection and biopsy, the clinical specialist turned both needles on fast thaw to warm them up to advance both before beginning the treatment freezes. Upon selecting fast thaw, the patient began having back spasms/muscle twitching from the needles. Clinical specialist tried trouble shooting, and isolating each needle to see if they could determine which needle was causing this, but neither needle created this when turned on individually. They proceeded with the treatment freeze and there was no muscle twitching during freeze. After the first 10 min freeze cycle, they noticed that one of the needles was not creating ice as expected, while the other needle was. Clinical specialist told the physician that they should put a third needle in alongside the seemingly defective needle, leave the defective needle idle for the remainder of the case, and continue with the first and third needle, which is what they did. After two additional treatment freeze/ thaw cycles (passive thaw was used), they went to track ablate. During track ablation, clinical specialist track ablated the two needles they used for treatment with no issue, and left the third off to thaw passively until removal. Additional information was reported by the clinical specialist that during removal of the needles, the needle associated with the muscle spasm was identified; however it was disposed of by the customer. Further information was reported on 04jun2020 to the clinical specialist by the doctor that this patient was admitted to the hospital for a bowel perforation. The procedure was performed on (B)(6) and this patient did not exhibit any symptoms of a bowel perforation until around (B)(6). At this time, the physician is unsure of the cause or the relationship to the cryoablation procedure. The doctor was considering a partial bowel resection for this patient. Additionally, the physician reported a possible infection to the ablated area of the kidney. This MDR is being submitted for the reported bowel perforation and suspected kidney infection. Refer to MDR 2134265-2020-07344 for the needle associated with the muscle spasm in this event.